Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that a 6 mm x 22 mm x 120 cm stent was introduced through a 6 fr sheath and advanced toward a renal artery. The stent did not exit the sheath. The physician determined that he needed to remove the stent from the sheath for repositioning purposes. Upon doing so, the stent dislodged from the balloon.